Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.

Manufacturer narrative:
Analysis of the catheter connector pin found the collect fingers to be bent/damaged/folded out.

Event description:
It was reported the patient had seroma at the pump pocket and catheter incision site. The patient had itching at the pump site and discomfort at the incision site. The pump pocket seroma was aspirated, and the catheter incision site seroma was drained. The connecting pin was replaced. The patient was administered oral benadryl for itching. A catheter access port (cap) study was performed and found the catheter connector was occluded. The drug in the pump was unknown. The event was noted to be "ongoing". It was further reported the patient had pain and itching at pump site. It was further reported the pump contained morphine, bupivacaine, clonidine and compounded baclofen. It was further reported the patient had a cerebrospinal fluid (csf) leak and a headache. A epidural blood patch was performed and fluid and caffeine intake were increased. The event was noted to have resolved without sequelae.

Event description:
Additional information received reported a medical or non-surgical therapy action was taken; 330ccs of fluid were aspirated.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Additional information received reported that 220 cc of fluid was reportedly aspirated on (B)(6) 2014. The patient reportedly recovered without sequelae on (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that device diagnosis was catheter leakage. The patient had presented for a pump refill on (B)(6) 2014. The interrogated reservoir volume was 2.8ml but greater than 16ml was aspirated. The plan was for a catheter revision of the catheter "lumbar/pump portion" and "broken connecting pin." On (B)(6) 2014 there was a surgical intervention where the connecting pin was replaced and the catheter was re-anchored. It was reported that the event resolved without sequelae on (B)(6) 2014.

Event description:
It was later reported that, on (B)(6) 2014, the seroma worsened. On the same date, 200ml of fluid was aspirated. At this time, the event status was ongoing or unresolved.

Event description:
Additional information received reported that the event resolved without sequela on (B)(6) 2014.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that a new collet was used to reattach where the catheter was leaking.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.